Manufacturer narrative:
The device was returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. When the pump was returned to mmdg for investigation the pump platen door was visibly bent and the pump failed 40 psi testing. The pump was serviced to correct the issues.

Event description:
The initial reporter reported that the pump platen was bent. The initial reporter advised that they did not have any further information. (B)(4).